Manufacturer narrative:
The zoll catheter was returned to zoll on 10/20/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. (B)(4).

Event description:
A patient was hospitalized post cardiac arrest and an intravascular temperature management (ivtm) was needed. A zoll quattro catheter was inserted into the left femoral vein and the ivtm therapy was initiated at 11 pm on (B)(6) 2017. The insertion was smooth. The patient's temperature prior to the ivtm therapy was 37.2 degree celsius. The target temperature on the console was 33 degree celsius. During therapy, an air trap alarm was noted. The attending nurse changed the saline bag and the air trap alarm was cleared. 7.5 hours into the therapy, blood was noted in the start-up kit (suk). The catheter was replaced and therapy was resumed. No patient consequences were reported.

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as a quattro catheter pinhole leak at distal end of the medial 2 balloon. During manufacturing all quattro catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressuring the catheter, a pinhole leak was noted at the distal end of the medial 2 balloon. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter lot # 73703.